Event description:
It was reported that the pump module "frequently" displayed a channel error. There was patient involvement, but impact is unknown. Despite repeated requests, no additional details were provided. Additional information was obtained from the customer through bd technical practice consultant. It was reported that the error logs were checked by the hospital¿s clinical engineer and found error code 240.4150. The customer had indicated that the devices will be repaired by their team and will not be sending back to bd for investigation. Photos and error logs were sent to bd.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module "frequently" displayed a channel error. There was patient involvement, but impact is unknown. Despite repeated requests, no additional details were provided. Additional information was obtained from the customer through bd technical practice consultant. It was reported that the error logs were checked by the hospital¿s clinical engineer and found error code 240.4150. The customer had indicated that the devices will be repaired by their team and will not be sending back to bd for investigation. Photos and error logs were sent to bd.